Event description:
Complainant alleged that the clinicians were attempting to cardiovert a patient (age unknown), who was presenting an atrial fibrillation heart rhythm, but the device displayed a "poor pad contact" message. The clinicians then obtained another device and successfully cardioverted the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.